Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2013. (B)(4).

Event description:
It was reported that reported that after initial implant, when setting the device for ventricular fibrillation (vf) testing, the patient would go into atrial fibrillation (af). The test was attempted the following day with the same results. The ICD remains in use. No patient complications have been reported as a result of this event.